Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 124 mg/dl. Customer was trying to give a bolus but the numbers were not working properly. The field representative confirmed that the buttons were not working, the button error could not be deleted, and the pump will be replaced. No further details given.

Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.